Manufacturer narrative:
Additional data: h6: type of investigation code: 3331- device history record (DHR) review: the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. An action plan, CAPA-23-008, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a vticm5_12.1, 12.0/1.5/089 (sphere/cylinder/axis), implantable collamer lens tore during loading. Damage was noted during lens setting. Several attempts to retract lens did not resolve problem. Using different lot of cartridge resolved the problem. Lens remains implanted. Cause of the event is reported as device. Lens could not retract into cartridge.